Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat sui and pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and tvt-o was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, bowel problems, and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6).